Event description:
It was reported an error code or message occurred. Hcp indicated pt was receiving a denied bolus error message. The pt was using the antenna and the personal therapy manager (ptm) was working well for a while, but now the pt was getting locked out when they are not supposed to. It was later reported pt stated for the last yr he has had a problem getting his bolus. Pt noted it did not happen all the time. The pt was able to give himself a bolus every four hours. The pt would give himself a bolus and it would give him an "x and a chirp" and said he had to wait four hours. When pt had gone to the physician, in the read out it would say he got a bolus and then it indicated he was denied with both of them stating the same time. The read out looked like pt tried to give two bolus, but pt only tried one time. The pt indicated he moved from electro magnetic interference (emi) and device seemed to work today. It was also reported pt had a volume discrepancy problem. The actual residual volume was greater than the expected residual volume. The pt indicated this was a problem every time he got refilled. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).